Manufacturer narrative:
(B)(4). The pump passed the self test and the displacement test. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 53 (line number 1384 file number 26), (line number 18354 file number 49) and pump error 4 alarms due to memory corruption, fault isolated to the electronic assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump alarm. Customer was able to clear and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.